Event description:
It was reported that the right ventricular lead was causing the patient to experience muscle stimulation. The lead was explanted and replaced successfully during a routine upgrade. The patient did not experience any adverse consequences.

Manufacturer narrative:
(B)(4).